Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 156, 126 and 178 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl (average) and expected am non-fasting blood glucose test result is <140 mg/dl (an hour post breakfast). The customer feels well and did not report any symptoms. Customer stated she contacted her doctor to inform him of the high and erratic blood glucose test results. Doctor had advised customer to contact the manufacturer. No changes were made to the customer's medical treatment plan. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 09/13/2024 and test strips were opened two days prior to call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 156 mg/dl date: 04/06 time: 11:27am non- fasting . Result 2: 126 mg/dl date: 04/06 time: 11:26am non-fasting. Result 3: 178 mg/dl date: 04/06 time: 11:25am non-fasting.

Manufacturer narrative:
Sections with additional information as of 31-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.